Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Updated fields: d8, h4 & h6. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following culture results, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: suction biopsy channel, air-water channel, flashings and brushings, cfu:0cfu, bacterial identification: na. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event was confirmed. A root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during reprocessing, the colonovideoscope was microtested, and it came back positive. The device was retested, and it was positive for pseudomonas and other bugs. There were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.